Event description:
Re: electro-surgical coagulation machine: the surgeon was using the unit at the end of a surgical procedure. Smoke suddenly started coming out of the sides and front of unit. Also sparking could be heard from inside the unit. First, pt was disconnected from the unit, then the electrical power was disconnected from the unit and removed from the room.